Manufacturer narrative:
Product complaint(B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: 1. Please provide product code and lot number 2. Was there any other action taken for the patient consequence? 3. What is the patient¿s current health status and condition? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a abdominal hysteroscopic myomectomy procedure on (B)(6) 2023 and suture was used. Due to the large and deep size of the uterine fibroid, there was a lot of intraoperative bleeding. The doctor used a suture to close the deep and shallow muscular layers of the patient's tumor cavity. During the suture process, the suture forked and broke, and the doctor replaced it with a new suture to continue the suture. This event may affect the hemostatic effect of wound suturing, posing a hidden danger to surgical safety. No adverse patient consequences were reported. Additional information was requested.

Event description:
It was reported that a patient underwent a abdominal hysteroscopic myomectomy procedure on (B)(6) 2023 and barbed suture was used. Due to the large and deep size of the uterine fibroid, there was a lot of intraoperative bleeding. The doctor used a suture to close the deep and shallow muscular layers of the patient's tumor cavity. During the suture process, the suture forked and broke, and the doctor replaced it with a new suture to continue the suture. This event may affect the hemostatic effect of wound suturing, posing a hidden danger to surgical safety. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: according to feedback of the sales rep on (B)(6) 2023 via phone, product code should be sxpp1a400 . This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: b5 barbed suture was used.